Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the patient put their device into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to recover the ipg. After therapy was turned back on, the patient began to experience uncomfortable and ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.